Manufacturer narrative:
Clinical investigation: a temporal association exists between the liberty cycler and the reported adverse events of abdominal pain, nausea, vomiting, and peritonitis, however, there is no documentation or evidence showing or indicating a causal relationship between the liberty cycler, and the abdominal pain, nausea, vomiting, and peritonitis. Additionally, there is no allegation against any fresenius products and the adverse events. There is, however, a probable relationship between the common gastrointestinal symptoms of abdominal pain, nausea, vomiting, and renal failure. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient was being treated for peritonitis as of (B)(6) 2017. The patient was experiencing nausea, vomiting, and abdominal pain. Peritoneal effluent fluid samples were collected for cell count, bacterial culture, and fungal culture. The patient was treated outpatient with intraperitoneal (ip) ceftazidine 1 gram for 2 weeks, and ip cefazolin 1 gram for 2 weeks. The nurse reported that the culture results were negative, however, the fungal culture needed to be repeated as the sample was unusable. The patient was continuing pd therapy.